Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture at distal side of fiber/glass cap fusion zone slightly proximal to bevel edge; the metal cap is detached and returned; the distal end of the glass cap is detached and was returned within the metal cap; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion on metal surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 35,000 joules while using the surgical fiber during a prostate procedure, the fiber tip cam off. Time expended: 8 minutes; the fiber tip / cap was cleaned during the procedure. The fiber was replaced and the procedure completed using a second surgical fiber. There was no patient injury reported.